Event description:
The customer stated that the ECG leads would not read. No harm to pt.

Manufacturer narrative:
The device has been received but add'l time is required to complete the investigation. Upon completion of the analysis, a supplemental will be submitted.